Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the patient has experienced persistent dizziness and a fall at home. The device was reprogrammed and remains in use although the dizziness is still persistent. No further patient complications have been reported as a result of this event.